Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following abstract information was obtained from the journal of catheter ablation autumn meeting (ID# (B)(6)). During a persistent atrial fibrillation ablation procedure, a cardiac perforation occurred. The ablation catheter was inserted into the left atrium via the agilis sheath but resistance was noted, so the ablation catheter was removed. Upon contact injection, the contrast appeared to escape into the pericardial space and a perforation was confirmed. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. No additional information is available.